Manufacturer narrative:
Concomitant medical products: product ID: 0185, lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field oversensing was observed on stored episodes on a remote monitoring transmission. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.